Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the product was not in its original package.

Manufacturer narrative:
Samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this batch of which (B)(4) units were manufactured and distributed in the market. There are no units in b. Braun surgical, (B)(4) stock. We have received an unopened pouch that is empty, no ampoule is inside. In principle, product packaging equipment is designed to scrap empty pouches automatically. Unfortunately, empty pouches are quite light and rarely can occur that one empty pouch can get stuck at the sucker. Further a manual check during packaging of the pouches in the boxes is established, so most of these empty pouches are detected. In this case, this faulty pouch slipped the detection of the personnel. We consider that this is an isolated and accidental unit. Final conclusion: taking into account that the results of sample received does not fulfill b. Braun surgical specifications, we conclude that the complaint is justified. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.